Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 407 mg/dl. He corrected his blood glucose level with a manual injection. Insulin continued to drip after letting go of the act button during the manual prime process. The insulin pump was scratched by the drive support cap. The product was not returned. Nothing further to report.